Manufacturer narrative:
510k: this report is for unknown quantity of cannulated screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation revision surgery of the fibula. All existing hardware was removed due to failure of reduction, with no malfunction of product. This could of possibly been caused by the patient weight bearing too soon. Patient had new hardware implanted at time of revision, a 5 hole right 2.7mm variable angle(va) locking compression plate (lcp) and unknown number of va locking screws and unknown number of 3.5mm cortical screws. The quantity of screws total is six (6). There was no delay in surgery. Patient's outcome is unknown. This report is for unknown quantity of cannulated screws. This report is 3 of 3 for (B)(4).